Manufacturer narrative:
The screws in question were inspected and found to be out of specification / damaged. However, unable to confirm the screws were damaged prior to the attempted use. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported screws would not lock on the blade, therefore, there was a 30 minute delay in the surgery, while the doctor held the screws with his hand while screwing them into the bone.